Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received a pump error 41- (motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period). Troubleshooting was performed and the customer was able to clear the alarm and cannot complete the pump rewind. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with a pump error 37 alarm during rewind. The pump passed the self test however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarm during rewind. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals that on 3/3/2024 there were six (6) pump error 41 (line number 724 file number 121) alarms (07:33, 07:34, 07:35, 07:37, 07:46, and 18:16) that occurred due to the motor registering a voltage failure (the measured voltage is not within the threshold). The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap locks into the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked lcd window, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. Pump error 41 and pump error 37 alarms are confirmed, faults isolated to the motor and electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.